Event description:
A nurse reported that during the fluid-air exchange part of the surgery, there was no air flow. The surgeon used another cassette to complete the procedure. The patient did not experience any harm.

Manufacturer narrative:
There was no sample returned for evaluation; therefore, the root cause is unknown. (B)(4).